Event description:
Rn noted wet and bloody PICC line dressing on patient. During re-dressing nurse noted catheter to be leaking. Catheter discontinued, IV's changed, and piv started. No patient harm. Biomedical tested device with 1mm syringe to determine leakage point. Pin hole leak noted 2mm distal to end of lavendar strain relief. Fluid continued to flow to distal end of cath line. Length of cath line was 150mm. Gentle tugging on proximal end of line showed catheter to still be attached to female luer fitting. Insertion stylet was not available for evaluation.